Manufacturer narrative:
Not product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (55mg/dl). Troubleshooting was performed and pump passed delivery system check. Customer thought by adjusting only his carbohydrate ratio, it would correct for his low blood glucose levels. Basal setting was not changed.